Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic during follow-up. Post-paced t-wave oversensing was noted on the ventricular lead on a stored egm. The patient did not receive therapy during the oversensing. Programming changes were recommended. Dft and further actions will be discussed with the physician.

Event description:
New information received indicates that patient presented to the hospital for unrelated to the device issue. Previously reported episodes of post-paced t-wave oversensing on a non-sustained rv oversensing were noted. Recommended programming changes were made.